Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they cannot close their bite unless the aligners have been off for some time and their teeth have shifted. Unable to close bite without hitting upper and lower teeth, and back molars irritate cheeks. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.